Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. Correction: correct PMA number is 000015 not 970051 as previously reported. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.